Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer required assistance from health care providers who administered insulin to address elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.